Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument loads the clips but does not close correctly. No fragment fell into the patient. The customer completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to an unsuccessful clip application. The customer used medium/large wek teleflex medical hem-o-loc clips. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The clip applier had been used one time. The issue was resolved by opening a different clip.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. .

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.